Event description:
It has been reported to phillips, that the device ac power port is damaged. Device failed to power on.

Event description:
It has been reported to philips that the device ac power port is damaged. Device failed to power on.